Event description:
It was reported, the pt is receiving adequate stimulation; however, she periodically experiences random overstimulation. The overstimulation is described as shocking feeling. The pt has not fallen or been involved in an accident. The pt is planning on making an appointment with the physician. No additional info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.